Event description:
Treatment of a right m1 occlusion. During the mechanical thrombectomy, it was reported that the solitaire fr detached on the second pass and remains in the patient's mca (middle cerebral artery).it was reported that the patients vessel remained closed.

Manufacturer narrative:
The solitaire fr stent will not be returned for evaluation as it remains in the patient and the pushwire was discarded.(B)(4).